Event description:
Additional information received indicated that surgical intervention took place on (B)(6)2020, wherein the ipg was explanted and replaced.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in 6 months. The ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.